Manufacturer narrative:
Patient weight unavailable from facility.

Event description:
Procedure commenced to remove 3 leads due to pocket infection. A 13f tightrail device was used to attempt to remove leads, which were kinked. For the first 5 centimeters, procedure went well; however suddenly arterial blood was noted to be coming out of the tightrail. Rescue intervention began immediately; the arterial subclavian was noted to be damaged, along with other diffuse bleedings including bleeding of the aorta when the chest was opened. Despite attempts at repair, the patient died.